Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the reference frame was intermittently being recognized by the navigation system. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
The suspect frame was returned to the manufacturer for analysis. The frame was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.